Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps device was used in right lower lobe during a bronchoscopy procedure on (B)(6) 2014. According to the complainant, the procedure was completed with no issues noted to the device and no patient complications. The patient was discharged home. However, a few hours following the procedure, the patient returned to the hospital due to difficulty in breathing. An x-ray was performed, and a pneumothorax was confirmed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted. Labeling review was performed and no anomalies were found. The directions for use (dfu) lists pneumothorax as a possible adverse event that may occur with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.